Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a damaged. The customer's blood glucose was unknown. The customer states had a crack on the battery side. Advised to discontinue use of the pump and revert to a back-up plan . Advised the pump will need to be replaced. The insulin pump will be returned for analysis.